Event description:
It was reported that the patient received a shock for non-physiologic noise that caused implantable cardiac defibrillator (ICD) detection. It was noted that the patient was in a swimming pool and there was interference due to the pool. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.